Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks and a break 27.3cm distal to distal end of strain relief. The distal shaft (with balloon and stent) was not returned, additional information stated that it was most likely discarded. No other issues were identified during the product analysis.

Event description:
It was reported a shaft break occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed, 40 x 2.75mm, de novo target lesion with a significant bend was located in the mildly tortuous and mildly calcified below the knee (btk) vessels. The area was predilated, with 30% stenosis immediately after. A 48 x 2.75mm synergy ii drug eluting stent was advanced with significant resistance, and placed in the anterior tibial artery. It was reported that the shaft of this device broke. The device was removed completely. A second device, a 40 x 2.5mm synergy ii drug eluting stent was then attempted to be used, again resulting in a shaft break. The device was able to be completely removed from the patient. The procedure was completed with a third synergy ii drug eluting stent. No further patient complications were reported and the patient status was stable.

Event description:
It was reported a shaft break occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed, 40 x 2.75mm, de novo target lesion with a significant bend was located in the mildly tortuous and mildly calcified below the knee (btk) vessels. The area was predilated, with 30% stenosis immediately after. A 48 x 2.75mm synergy ii drug eluting stent was advanced with significant resistance, and placed in the anterior tibial artery. It was reported that the shaft of this device broke. The device was removed completely. A second device, a 40 x 2.5mm synergy ii drug eluting stent was then attempted to be used, again resulting in a shaft break. The device was able to be completely removed from the patient. The procedure was completed with a third synergy ii drug eluting stent. No further patient complications were reported and the patient status was stable.